Manufacturer narrative:
Two system controllers, a pt cable, and a power module were returned to the MFR for eval and are currently being analyzed. The pt remains ongoing with the implanted device and no further issues have been reported. The attached user facility report # (B)(4) was rec'd from the intermacs registry. No further info is available at the time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced unexplained alarms from the system controller occurring on both batteries and ac power. The system controller was exchanged, and the alarms resolved. However, a few days later, the pt was admitted after having red heart alarms while connected to the power module. During this alarm he felt a "rumbling" in his chest and was light headed during the event. Once he was upright at the edge of his bed the alarm stopped. While in the hospital the pt's system controller was interrogated, and several pump stop alarms as well as low speed setting alarms were noted.